Event description:
During a transvaginal ultrasound-guided embryo transfer procedure, the outer cannula and the inner catheter (carrying an embryo) was firmly adhered to each other; the clinician could not advance the inner catheter further into the uterus nor pulled outward out of the cannula. The whole catheter assembly was therefore, returned to the laboratory; which tried to unload any embryo/culture medium inside the catheter by gently pushing the plunger of the glass syringe. However, there was resistance and the plunger could not be pressed forward, even with force. By visual inspection only, the inner catheter and the outer cannula appeared as if they were glued together such that the inner catheter had only the echotip portion protruding out of the cannula. After much effort, the cannula and the catheter were finally separated. No embryo could be found in the remaining medium. With careful visual and physical examination on the cannula and catheter, there was some sticky material on the outer mid-section of the cannula while the inner catheter piece was smooth. Re-insertion of the inner catheter into the canula was attempted multiple times, but with easy passage in every attempt. No device remained inside the patient's body.

Manufacturer narrative:
(B)(4). A review of the complaint history, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications and a visual inspection was performed for the purpose of this investigation. One used device was returned with the transfer catheter seated inside the guide catheter. There was no evidence to suggest the catheters were non conforming to specification. There was no indication of the catheters sticking together. There was no indication of drag or rough transition of the transfer catheter through the guide catheter. The guide catheter was examined under microscopic vision. Bio-matter was observed on the exterior of the catheter. The transfer catheter was examined under microscopic vision. No visual non-conformances were noted under microscopic vision. The distal 6 cm of the transfer catheter was wavy, but due to the return packaging with the transfer seated in the guide, it can not be confirmed if the waviness was present prior to the procedure. Unable to re-create failure described in complaint during investigation. The catheter assembly is 100% inspected within quality control to ensure that the inner catheter moves freely within the outer catheter. Both the transfer and guide catheters are separately inspected at 100% to be free of debris, flaws, and kinks in the material. This device is manufactured according to mi and drawings ensuring that the "transfer catheter moves freely through the guide catheter". Manufacturing records were reviewed and nothing of note was found. The complaint is confirmed based solely on the information received, but the appropriate personnel have been notified of this incident. Unable to determine a definitive root cause.